Event description:
End user reported that the casters on her 6291-1 walker are loose causing the walker to be very wobbly. User reported that she fell and landed on both knees, causing both to become swollen, used ice on swelling.